Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. Blood/body fluid was noted on the outer tubing overlay and blood was noted in/on the helix/lobe mechanism.

Event description:
It was reported the patient experienced diaphragmatic stimulation from the lead, during the implant procedure. The lead was not implanted, and another lead was implanted. No patient complications have been reported as a result of this event.